Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Investigation: analysis and results: there are no previous complaints of this code-batch. We have received three different cases from the same customer (different departments) at the same time regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples to analyze these cases. Tightness test to the samples received has been performed and the units are tight. Sewing test on artificial skin tissue has been conducted with the closed sampled received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one (before and after sewing test). Some isolated fibers out from the braiding could be appear after conducting the sewing test but it does not affect the functionality and the properties of the product. Additionally, knotting test has been also conducted with the samples received in order to try to reproduce the defect and fraying does not appear after slipping the thread during this test. A review of the batch manufacturing record shows this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the thread frayed during knotting. During a surgical procedure of an ileostomy closure, the thread frayed during knotting. There was no other information provided. No patient data is available.